Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that he lost the remote. Understood that the pt was speaking of the programmer, and that every month he has to charge it. Understood that the pt was speaking of having to recharge the ins every month; pt stated that after he charges it he hits a button that turns it on. Understood that after he recharges the ins, he uses the programmer to turn the stimulation on, however he hasn't really needed "the thing" (understood that the pt was speaking of the ins/therapy), but he charged it up last night (understood that the pt recharged the ins last night) and when he hit the button (understood that the pt pressed the button on the recharger to turn the ins on) the recharger screen displayed a warning power on reset (por) message. The caller was redirected to their healthcare provider (hcp) to address the warning por message, however pt advised that since he moved to tx he doesn't have a managing hcp. Advis ed that a message would be sent out to the field requesting contact. Pt confirmed that the warning por message first appeared last night. Pt then stated that he uses the ins all the time and that normally the ins would go dead so he would recharge the ins that day or the next day and that by the third day it starts hurting if the ins hasn't been charged. Pt stated that he's starting to hurt this morning since it's been two days. Understood that the pt was meaning that it's been two days since he recharged the ins; pt then stated that he turned the ins on friday and then he didn't get to charge the ins on saturday and so he finally charged the ins last night. Pt called back asking if he can clear por message. The information was reviewed and patient was redirected to hcp.